Manufacturer narrative:
G3: date received by mfg. Of was updated for (B)(4). The date was reported inadvertently as (B)(6) 2021 [date of procedure].

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous transluminal coronary angioplasty (ptca) with impella interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed and the ptca procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Based on the information reviewed, the reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.